Event description:
Contact reports that spinal rods used with the expedium top notch connector shifted cranially from the connector in situ. This was noted during follow up visits. A second surgery was performed to add onto and strengthen the construct. See mfg medwatch report no. 1526439-2012-00099 for the expedium inline connector with integrated rod that was also involved in this event.

Manufacturer narrative:
The investigation in ongoing. A follow up report will be filed upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. The patient continues to be monitored by the surgeon. The representatives of depuy spine met with the surgeon to discuss the event. This was a challenging case and due to its complexity, the rod was not completely aligned with the connectors during implantation. Because of this, full contact of the rod to the connectors and rod to the connector set screws was not achieved and the construct was not sufficiently tightened. This resulted in the pulling out/loosening of the connectors. The need for proper alignment of devices prior to final tightening was reinforced with the surgeon. At this time, the complaint is considered to be closed.